Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The bluetooth telemetry was restored without any known intervention performed. There were no patient consequences reported.